Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was removed without injury. The facility stated the surgeon decided to use another lens. There was no lens damage indicated. An mtc-60c cartridge was used during surgery and the lot number was not provided by the facility. The model and lot number of the injector was not provided by the facility.